Event description:
A physician successfully closed an arteriotomy after an interventional procedure using a prostar. Upon removal of the device, the sheath remained in the groin and could not be removed. A surgical cut-down was performed to remove the sheath. The physician then inserted another sheath and completed the case. The pt's current condition is unknown.

Manufacturer narrative:
The results of visual evaluation and testing on the returned sample indicate that this device meets specification. Review of the device history record did not produce any findings relevant to this report.